Event description:
Ralc45 dlu fired staples on proximal side and cut but did not fire any staples on the distal side. This caused the rectal stump to be left open and surgeon had to perform hand sewn purse string at approx 3cm. As a result, the distal donut on the circular anastomosis was 3/4 complete. Surgeon hand sewed leak in anastomosis and after two tries, successfully completed an air tight anastomosis. A temporary iliostomy was planned at the beginning of the operation, and was performed as planned.